Event description:
It was reported that the screw driver broke during the tightening of the cap. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of the DHR for this lot has been requested. The investigation performed based on the manufacturing and material documents has shown that the relevant screwdriver was manufactured in accordance with the specifications. The broken surface is homogenous which is in compliance with the material. Based on these findings there was no manufacturing defect. Unfortunately, the exact cause of the damage cannot be determined. At the starting point of the break you can see that one edge at the broken fragment of t25 is damaged. No product error could be detected.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. There are no ncr documents in the DHR; subject item reported in the complaint conformed to all inspections and certification testing. This was used with the wrench handle. The fracture occurred prior to reaching the torque 10nm. (B)(4)

Event description:
This was used with the wrench handle. The fracture occurred prior to reaching the torque 10nm.